Event description:
An optician reported that a contact lens user reported to them that he experienced burning, itching and could not open his eye to remove a freshlook colorblends contact lens. He stated that an ophthalmologist diagnosed the event as keratitis or ulcer in the "retina", various medications were prescribed by the doctor, he used other drugs on his own. He stated he has taken legal action and declined to provide further info.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer due to lack of info. (B)(4).